Manufacturer narrative:
An event regarding pain involving a mako baseplate was reported. Based on a medical review the pain reported was a result of degenerative disease progress in the patellofemoral joint with additional varus malposition of the restoris uka device. Method and results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: the medical review concluded: natural degenerative disease progress in the patellofemoral joint with additional varus malposition of the restoris uka device contributing to an overload condition in the medial uka section have in concert contributed to an overload condition with pain requiring exchange of the medial uka for tricompartmental knee arthroplasty using a triathlon construct. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review concluded: natural degenerative disease progress in the patellofemoral joint with additional varus malposition of the restoris uka device contributing to an overload condition in the medial uka section have in concert contributed to an overload condition with pain requiring exchange of the medial uka for tricompartmental knee arthroplasty using a triathlon construct. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon performed a revision on (B)(6) 2012 to a triathlon total knee primary cementless due to patient complaining of pain. Update 21 march 2018. Based on the medical review: natural degenerative disease progress in the patellofemoral joint with additional varus malposition of the restoris uka device contributing to an overload condition in the medial uka section have in concert contributed to an overload condition with pain requiring exchange of the medial uka for tricompartmental knee arthroplasty using a triathlon construct.